Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that there was a motor stall seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging (MRI) scan. It was noted that a motor stall and motor stall recovery occurred. It was reported that the pump would be replaced on (B)(6) 2017. It was reported that the patient was taking 3000mcg/ml fentanyl at 759.9mcg/day. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative on 2017-dec-21. It was reported that the pump was returned to the manufacturer for analysis. Logs indicated that a motor stall occurred on 2017 (B)(4) at 20:07. There was a ¿stopped pump period may exceed tube set¿ message on 2017 (B)(4) at 20:07 and a motor stall recovery occurred on 2017 (B)(4). The rep confirmed the patient¿s identifying information and the serial number of the pump. The rep reported that the pump failure was first noticed in early (B)(4) of 2017 at a patient refill (2017 (B)(6)), and it only restarted the day prior to replacement. There was a loss of therapy and withdrawal symptoms that there remedied with oral therapy. The rep was not notified until the day of replacement that it was due to failure. The cause of the pump failure was unknown. Actions/interventions taken to resolve the issue included the pump replacement. The patient¿s weight at the time of the pump failure was unknown. There were no further complications reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found a gear train anomaly and corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis identified residue in the motor gear train that contributed to the motor stall. A gear train anomaly was found with corrosion and/or wear and/or lubrication and a stall due to shaft bearing. The catheter access port was aspirated and found to be patent. The pump tested within specification for dispense accuracy. The battery voltage tested within specification. Visual inspection of the hybrid (circuit board) did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown concentration, dose and frequency via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the pump was alarming or beeping. It was reported that a week ago from this report date, the patient went to her doctor's to get her pump refilled, and that evening her pump started to give her a "signal that something was wrong" because it started to alarm. It was reported that the patient did not initially realize the noise (alarm) was the pump because the patient had never heard the pump alarm before and she "waited too long." It was reported that the patient ended up in the emergency room and went through withdrawals. It was reported that because of this, her healthcare provider (hcp) was going to put a new pump in, but she was not yet scheduled for that replacement pump. It was reported that the patient was on a fentanyl pain patch and oxycodone pills at the time of this reported. It was reported that every 10 minutes the patient's pump alarm was going off but was inquiring about if the alarm from the pump changes, what should she do. The patient confirmed through troubleshooting that she was hearing the critical alarm. It was reported that the hcp "knows that the pump isn't working." It was reported that the patient could only provide "700 mcg" but did not know if it was the dose or concentration. The patient reported that back in (B)(6) 2016 "fentanyl was at 3000 mcg/ml." No further complications were reported.